Manufacturer narrative:
Literature citation: kwok, on-hing, et. Al. ¿stent ¿concertina:¿ stent design does matter. Journal of invasive cardiology, 2013;25(6):e114-e119. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4).

Event description:
Same literature article as MDR ID: 2134265-2017-07970, 2134265-2017-07971, 2134265-2017-08039, 2134265-2017-08140, 2134265-2017-08141, 2134265-2017-08143, 2134265-2017-08144. It was reported via literature that stent damage post deployment occurred. Retrospective analysis of 4455 interventional cases performed during a 4-year period. Stent deformation occurred in a total of 9 cases. In 6 cases the promus element was involved and there was one case each involving a taxus liberte and 2 non-bsc stents. Stent deformation varied from 0% in several stent types to .86% in the case of promus element.